Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Sjm also received information from the field stating that the 6f angio-seal vip was selected to close a puncture without performing a pre-deployment angiogram, which is inconsistent with the IFU. According to the IFU, the angio-seal device insertion procedure states, "assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath followed by an angiogram." The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.

Event description:
After a percutaneous coronary intervention (pci), an 8f angio-seal vip was selected to close a left femoral artery puncture without echo guidance and without performing a pre-deployment angiogram. When the carrier tube was inserted into the sheath, resistance was felt 1.5-2cm before the device cap could insert into the sheath for the first click. The locator and guidewire were inserted into the sheath again, and the sheath was removed from the patient. The sheath was kinked. The physician alleged that during the moment of putting the locator and guidewire of the first angio-seal back into the sheath, the locator probably made a perforation in the common femoral artery (cfa). Another 8f angio-seal vip was used. When the new carrier tube was inserted into the new sheath, resistance was felt 1.5-2cm before the device cap could fully insert into the sheath for the first click. The physician decided to remove the sheath/carrier tube assembly from the patient to perform manual compression to achieve hemostasis. A femostop was used and manual compression was applied for 15 minutes, during which the patient became hypotensive. An infusion was given to the patient to stabilize the blood pressure. The patient was in the ccu for observation. The patient's condition did not stabilize, and the patient was diagnosed through a cta scan with bleeding where the external iliac artery (eia) joins the cfa and bleeding in the deep femoral artery. The patient received a transfusion, a CT, and underwent vascular surgery of the cfa. During surgery, it was observed that the 7f puncture was beneath the bifurcation in the profunda, with a perforation in the posterior of the cfa, and retroperitoneal bleeding. The diameter of the profunda at the puncture site was about 4.5mm measured on the CT. A covered stent and surgical repair were performed. Afterwards, the patient was transported to intensive care. The patient expired the next day on (B)(6), 2015 due to multi organ failure.